Event description:
Advanced bionics was made aware that the patient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.